Manufacturer narrative:
Date sent to the FDA: 08/09/2019.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: one empty winding former and two needles stuck with wax on the paper lid of product code eh7241, lot mmq141 were returned for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined and no suture remnant was found. The other needle, a suture piece still was attached to barrel needle and the end of the suture was cut. In addition the other section of the suture was not returned to determine the assignable cause. According to the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent a major vascular surgery on (B)(6) 2019 and the suture was used. It was reported that pull off suture needle when suturing blood vessels during surgery. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information available.